Manufacturer narrative:
Service was dispatched to replace the cpu assembly to repair the device, and will forward a copy of the service report to the complaint handling unit, per standard procedure. Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not reportable. However, following a comprehensive review of all product inquiry/complaint information, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
User reported that the device's cpu is operating intermittently, will shut down sometimes and work correctly at other times. Sometimes has uncommanded motion on the right hand side. The user described the motion like the wheel will be engaging. No injury was reported as a result of this event, however, if this event were to recur near a curb or stairs and resulted in a fall, there is a potential to cause serious injury to the user.